Event description:
It was reported that a user removed their ilet and libre 3+ for an MRI, then observed a ¿dosing stopped¿ message upon return and did not understand that insulin delivery had paused. The user had already started a new continuous glucose monitor (cgm) sensor and was advised to wait for warmup and to enter a fingerstick glucose of 173 mg/dl to resume delivery. No reported adverse clinical effects. Outcomes included restoration of insulin delivery after user guidance. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that dosing was paused as designed when the cgm was removed and that delivery resumed after proper sensor warmup and manual glucose entry. It was concluded that the device functioned as designed and the event resulted from user understanding of dosing status and cgm warmup requirements.